Event description:
The patient reported her blood glucose and insulin history is as follows: time: 2:20am; bg (mg/dl): 353; bolus (u): 7.75; 5:59 am, 39; 8:00 am, 96; 10:08 am, 199; 11:36 am, 331, 15.0; 3:30 pm, "high" (>500), 10.0; 5:40 pm, "high"; 5:41 pm, "high", 9.8; 6:26 pm, 495, 1.90; 7:37 pm, 479, 5.9; 8:29 pm, 465, 7.30; 9:30 pm, "high". At 9:38 pm the pod was deactivated and she activated a new pod. Her husband took her to (B)(6). Upon arrival at the emergency room they placed her on an intravenous therapy, gave her anti-nausea medicine and a manual injection of fast acting insulin. They also tested her blood for infection. She did not provide any further info regarding the hospitalization of her diagnoses.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.